Event description:
Respiratory therapist obtained stat arterial blood gas (abg) on patient in room. They were unable to slide the protective barrier to lock the needle. Once the cap was placed onto the syringe, the syringe and cap broke off. No harm came to staff or the patient. Additional inventory was investigated, and no other issues were noted.